Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) saline spill on the power management board. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Additional customer contact information-name: (B)(6), occupation: biomedical engineer. A getinge field service engineer found saline spill on power management board. He replaced power management board. The fse completed pm with full calibration. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. The defective components were received for further investigation. Fat observed white residue on the board. Based in past experience, this residue is consistent with saline. The power management bd could not be tested due to the saline spill. Retaining the power management bd in the fat per procedure (B)(4). The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.